Manufacturer narrative:
Initial reporter phone: (B)(6). Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). After the valve was removed the dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. Due to the resistance with sheath issue, an internal action was opened. A device history record evaluation was performed for the finished device number 00001951 and no internal action was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab identified that the hemostatic valve was dislodged inside the hub component. The finding was identified on (B)(6)2022. It was initially reported by the customer that the vizigo dilator could not go through the sheath. This occurred prior to operation. There was no physical damage on the sheath or dilator, nor was there any occlusion during irrigation of the sheath. The sheath was completely blocked. The dilator was not able to be moved through the sheath at all. However, the dilator was able to be removed. No patient consequences were reported. Obstructed sheath is not MDR-reportable. Hemostatic valve separation is MDR-reportable.